Event description:
A surgeon reported a pt required an add'l surgical procedure one day following a complicated intraocular lens (iol) implant procedure in order to remove a retained viscoelastic. The outcome of the event was reported as resolved by the surgeon. This is one of two medical device reports being filed for this event; this report is for the viscoelastic.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Device directions for use states, "at the end of the surgical procedure it is recommended that viscoat be removed from the eye as completely as practical by thorough irrigation (with sterile irrigating solution) and aspiration. A completed questionaire was returned by the surgeon on 06/15/2009.